Event description:
This patient is part of (B)(6) study: repeat arteriography post turbohawk atherectomy, the physician identified a small perforation. Balloon angioplasty was performed and the perforation still persisted. The physician then placed a stent followed by angioplasty. Completion arteriography showed no further perforation. See MDR 2183870-2011-00111 for other turbohawk used in the procedure.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.